Event description:
A falsely elevated ctni result of 1.36 ng/ml was obtained on one patient. The falsely elevated result was reported. A repeat was requested when the ctni obtained on a sequential sample was negative. The original sample was retested and a result of <0.04 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a result of the falsely elevated ctni result. The issue was resolved after the service representative performed instrument routine maintenance on the wash station.